Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had several 118 error codes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(4). It was reported that the cardiosave intra-aortic balloon pump (iabp) several 118 error codes. Getinge field service engineer (fse) replaced cart to backplane cable kit .this corrected issue. No patient involved. The equipment was cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received backplane cable with a reported unit failure of several error #118s. The fat performed a visual inspection and found the part to be in good condition. Tested the continuity of the cable and found that one wire had no continuity and was bad. This damage poses a risk to the safety of the cardiosave test fixture and the part cannot be investigated further. Fat not able to verify the code 118 failures. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a